Event description:
It was reported that this right atrial (ra) lead exhibited sensing anomalies. Subsequently, an x ray image was performed since dislodgment was suspected, as well as loss of capture (loc). Ultimately, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.